Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Immediately following the procedure, a small pericardial effusion was noticed by echocardiogram. The effusion continued to slowly grow. The physician performed a pericardiocentesis, and the bleeding stopped shortly thereafter. The physician believed the event may have happened when they were on the right side of the heart, as the patient had cor triatriatum. The physician had made several attempts to get into the superior vena cava and then subsequently several attempts to get onto the septum for transseptal crossing. The patient remained stable thereafter. Three days later the patient was in good condition with no further effects from the procedure.